Event description:
No event update.

Manufacturer narrative:
Investigation results were made available. Part specific investigation: less than 3 similar investigated events within the last 1 month and less than 6 similar investigated events within the last 6 months prior to the event date have been found for this item number. Result: issue evaluation request is not required. Lot specific investigation: less than 3 similar investigated events for the same lot number have been found. Result: issue evaluation request is not required. Review of event description: event summary: it was reported that the patient was implanted with a revitan stem (B)(6) 2015 and underwent revision surgery on (B)(6) 2019 due to implant fracture. Review of received data: email from the sales representative. An email from the sales representative received on 10 jan 2020 informs about the patient¿s height and weight. The given height and weight of the patient resulted in a bmi of 27.7 which can be classified as overweight according to the bmi scale (bmi 25 - 30). Implantation report of (B)(6) 2015 diagnosis: advanced loosening of the left total hip prosthesis (thp) with corresponding clinical complaints. Procedure: the hip joint is opened above the trochanter through the old scar. The hypertrophic ventral capsule is resected and after sufficient arthrolysis of the head immured in the acetabulum, it is dislocated and removed. The proximal femur entrance is exposed and the stem and the cement mantle are removed. The femur is then prepared with drills up to size 18 and a trial stem is placed intramedullary. An image intensifier check shows a firm fit and a correct intramedullary position of the stem. Turning to the acetabulum, the cup is exposed, the insert is removed and the pole plug is opened. The cancellous bone below the pole plug has a delicate synovial membrane and can be described as very buttery-soft. The cranial acetabular rim shows an equally clear infiltration, which also seemed to be visible in the preoperative x-ray. The cup is removed without loss of bone substance and the acetabulum is first debrided with a sharp spoon and then reamed up to size 54. An allofit cup size 54 is implanted in the desired position. The pole is closed with a plug. A standard insert with a 36 mm inner diameter is inserted. After placing the femur in external rotation and abduction, a 55 mm trial proximal component is applied to the already present distal trial stem and a trial head 36 m is attached. The hip is reduced and a clear slip of at least 7 mm is still present, so that the head is replaced with a size l. A new reduction shows a situation protected against dislocation. The trial parts are removed. The final prosthesis is assembled using a proximal stem size 55 and distal stem size 18/120 and driven firmly into the femur using an image intensifier. Radiologically, a correct position of the implants and a firm fit can be observed in both views. A trial reduction with a head size l shows a situation protected against dislocation and equal leg-length. The trial head is replaced with the final head size 36l. After rinsing of the acetabulum the hip is reduced. A deep drainage is inserted and the wound is closed. Revision report of (B)(6) 2019 diagnosis: implant fracture after left thp. Iatrogenic distal femur fracture. Procedure: the left hip joint is opened through the old scar. The femoral head is dislocated from the acetabular component. It is already evident that the prosthesis shows a distinct wobbling and after dislocation, the head can be removed together with the stem body. The reason for this is an implant fracture at the base of the connection pin. The stem is completely integrated in the femur, without a possibility to attach an extraction instrument. The only option to remove the stem is a retrograde distal approach by pushing the stem towards proximal. The skin incision is extended in the area of the distal femur. The femur is prepared and under image intensifier a 3 cm long bone window is created at the tip of the stem. An attempt is made to push the stem up from the distal side with an instrument. This results in a fracture of the femoral bone in the area of the bone window. Since the stem cannot be released from its bony anchorage, despite strong impacts from distally, it is decided to split the femur longitudinally along the implant length. This is done with an oscillating saw and protective cerclage wires are applied in the area of the proximal femur. The stem can finally be removed. The femur fracture is stabilized with a plate and cerclage wires. The proximal cerclage wires are tightened and the medullary canal is reamed. A trial reduction is performed using a medium head and an assembled revitan stem consisting of a 140/200 distal stem and 65 mm proximal body. A normal leg-length and a situation protected against dislocation are seen. The trial stem is removed and an original stem size 140/200 and a proximal part 75 mm are assembled in vitro and placed in the proximal femur. The radiological check shows a normal implant position and a macroscopically inconspicuous fissure of the femur in the area of the longitudinal splitting of the bone. Turning to the distal femur, the trial plate is removed. An original 13-hole ncb plate is placed anatomically and using screws of appropriate length the plate and the bone fragments are fixed. To support the proximal and middle femoral region, the plate is additionally secured here by applying two cerclage wires with a distance of 7 cm from each other. The entire reconstruction is radiologically checked using the image intensifier. This shows a normal implant position with an anatomically reconstructed distal femur fracture. After rinsing of the acetabulum the hip prosthesis is reduced with an original ceramic head size 36m. Redon drainages are inserted and the wound is closed. Devices analysis visual examination: the connection pin of the revitan stem is fractured in the non-blasted area. The fracture is located approximately 0 to 2 mm below the proximal end of the distal part. The proximal part of the connection pin is still assembled to the proximal part of the revitan stem. The conical nut was received disassembled. Apart from some scratches and instrument marks the conical nut is inconspicuous. The proximal and distal fracture surfaces show a fatigue fracture starting from the lateral side. The medial ends of both, the proximal and distal fracture surface, are partially polished while in the fracture origin areas (lateral sides) some blackish discoloration can be seen. On the distal fracture surface few scratches can be observed. Macroscopically, as far as visible, no defects that could have triggered or favored the fracture were found on the fracture surfaces. On the proximal part of the revitan stem, revision damage in the form of scratches and nicks can be observed on the stem neck and shoulder. The stem taper is damaged as well and its lateral area has a darker appearance than the face surface. On the medial side of the proximal part of the stem as well as on the anterior side of the neck and shoulder there are some colored spots visible. These can most probably be attributed to the use of an electrocautery instrument during surgery. There are no signs of bone ongrowth on the anchoring surface of the proximal stem part. On the proximal fracture part of the connection pin there is a very small almost half circumferential stripe revealing surface changes adjacent to the fracture surface. Closer inspection of the stripe with a low power microscope (leica mz16 a) revealed polishing, smeared material and minute signs of fretting and corrosion. Adjacent to the stripe joins the original surface followed by the blasted area. In the distal half of the distal part of the revitan stem bone attachments are visible. Removal damage in the form of scratches and nicks can be recognized on the anchoring surface. Review of product documentation: all involved devices are intended for treatment. The product combination of the distal and the proximal revitan components was approved by zimmer biomet. Due to missing product information of the acetabular components the overall compatibility could not be reviewed. DHR review: the quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Raw material certificate review showed that the defined characteristics are according to specification. The investigation results did not identify a non-conformance or a complaint out of box (coob). Conclusion summary the revitan stem was revised after 4 years and 2 months in vivo because of its fracture. The latter occurred due to fatigue in the non-blasted area of the connection pin, few millimeters below the proximal end of the distal stem part. The fracture origin is located on the lateral side of the stem. Macroscopically, as far as visible, no defects that could have triggered or favored the fracture could be found on the fracture surfaces. On the proximal fracture part of the pin there is a very small almost half circumferential stripe revealing a mixture of surface changes. It is unknown if these changes existed already before the start of the fracture or developed exclusively as a concomitant phenomenon. Bone attachments could be observed in the distal half of the distal part of the revitan stem but not on the proximal part. As there is no x-ray follow-up at hand, the bone support situation immediately after the implantation of the stem and how it developed over time in vivo stays unknown. Based on the reported height and weight, the patient can be classified as overweight according to the bmi scale. However, with no further patient information available (e.g. Type and level of physical activity, complete medical history, etc.) Any influencing factors that may result from these aspects remain unknown. The revitan revision stem system package insert that accompanied the distal part of the revitan stem points to the above mentioned factors under the warnings section: heavy patients who engage in high levels of physical activity and who do not have proximal bone support, especially medially, are subject to a risk of implant failure when a modular revision stem is used. In such cases the surgeon should consider surgical options to ensure proximal bone support or switching to a monobloc revision stem. Based on the retrieval investigation and the received information the reason for the fracture stays unknown. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
D11: medical product revitan proximal part, conical, uncemented, 55, taper 12/14; part#0100401055; lot#2686467allofit alloclassic shl 56/kk part#4247; lot#2815512 therapy date:oct 25, 2019. Additional information which was received on jan 9, 2020. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. The manufacturer received x-rays, other source documents (surgical reports, labels, per) for review. Should additional information become available and / or the device be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on an unknown side and underwent revision due to implant fracture. Surgery was approximately three hours long.

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review the manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. An e-mail requesting additional information was sent to the appropriate representatives. Any device identification(s) and control number(s) used (ref; lot); exact event date, implant date. Explant date (revision)? Surgical report. Implantation report. Revision report. All available x-rays during time in- vivo with printed date. All available intraoperative pictures. Patient dob, weight, height, bmi and all relevant history. Was there medical intervention? If yes, explain circumstance. Did a delay in the procedure over 30 minutes occur that was related to the event? Time surgery was extended. Were there any contributing conditions related to the event? (Ex: trauma, illness, previous surgery, related non-compliance, patient anatomy). Was the surgical technique for the product utilized? A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the unknown revitan implant fractured on an unknown date. At the moment it is not clear whether the patient has been revised already. Note: the missing information has been requested.